Manufacturer narrative:
Medical images have been made available to the manufacturer. Medical records have not been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged stent fracture at the sfa was discovered at a 24 month follow-up visit.

Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2015) and (device). (Patient), (method), and (conclusions).

Event description:
It was reported that an alleged stent fracture at the right distal sfa was discovered at a 24 month follow-up visit. A balloon re intervention was performed 12m and 17m after stent placement. There was no difficulty encountered during stent release; the lesion was pre and post dilated. There was no reported patient injury. New information received: it was reported through the results of a clinical trial that approximately five months post stent placement, in-stent stenosis was identified. Approximately two years two months post stent placement, angioplasty and laser atherectomy were performed and the subject was discharged the following day. The current patient status was not provided.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the sample was not returned; therefore a visual/microscopic inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore a functional/performance evaluation could not be performed. Medical records review: medical records were not provided. Image/photo review: five cds have been provided for evaluation. Based on the images provided it could be confirmed that the stent was found fractured 24m after placement. An additional intervention with pta was found documented 12m and 17m after placement. Conclusion: as a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. Labeling review: the current IFU (instructions for use) states: the instructions for use (IFU) sufficiently address the potential risks. The IFU addresses 'stent fracture' as a potential adverse event that may occur. The IFU states: 'cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' The stent deployment procedure was found properly described; the IFU states: 'initiate stent deployment by pushing the trigger. Six micro-triggers result in one full trigger. While using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall.' The IFU further states: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.'

Event description:
It was reported that an alleged stent fracture at the right distal sfa was discovered at a 24 month follow-up visit. A balloon re intervention was performed 12m and 17m after stent placement. There was no difficulty encountered during stent release; the lesion was pre and post dilated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: no additional complaint has been reported for this lot number previously. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: based on the images provided it could be confirmed that the stent was found fractured 24m after placement. An additional intervention with pta was found documented 12m and 17m after placement which confirmed stent re stenosis. Reportedly, there was no difficulty during stent release; the lesion was pre and post dilated. Based on the information available and the evaluation of the images provided, a definite root cause for the event reported could not be identified. Labeling review: the current IFU (instructions for use) states: the IFU addresses 'restenosis', and 'stent fracture' as potential adverse events that may occur. The IFU states: 'cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' The stent deployment procedure was found properly described; the IFU states: 'initiate stent deployment by pushing the trigger. Six micro-triggers result in one full trigger. While using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall.' The IFU further states: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.'

Event description:
It was reported that an alleged stent fracture at the right distal sfa was discovered at a 24 month follow-up visit. A balloon re intervention was performed 12m and 17m after stent placement. There was no difficulty encountered during stent release; the lesion was pre and post dilated. There was no reported patient injury. New information received: it was reported through the results of a clinical trial that approximately five months post stent placement, in-stent stenosis was identified. Approximately two years two months post stent placement, angioplasty and laser atherectomy were performed and the subject was discharged the following day. The current patient status was not provided.